Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Upon completion of baxter's investigation, or if additional relevant information becomes available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation, and an event log was not reviewed by a baxter employee. The root cause could not be determined.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) cycled power to the system error 2367. The tsr had the hp cycle the power again and the hc was at press go to start. The tsr advised the hp to start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.